Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during insertion and placement, water leaked from the foley catheter inflation valve. Backflow from the valve during water injection.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event was confirmed-manufacturing related. The reported failure was able to reproduce. Based on the evaluation, it was observed that water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. Based on the evaluation, it was observed that water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. Highly suspected that during the valving process, the valve was misaligning and caused the valve to be damage/ broken. This complaint was confirmed as manufacturing related issue. A potential root cause of this failure mode could be due to incorrect air pressure gauge that cause crack/ deform valve. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during insertion and placement, water leaked from the foley catheter inflation valve. Backflow from the valve during water injection.